Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she had a low blood glucose level during the night, and she suspended the insulin pump. She forgot to resume the device and woke up with a blood glucose reading of 400 mg/dl. The customer declined troubleshooting and nothing was replaced or returned.